Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the sensor is working intermittently; it will stop picking up a signal and then start working again. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to fail continuity testing, due to a broken white conductor at the flex cable solder joint assembly. When connected, the cable provides a "sens off" error code, which would have prevented the unit from being able to engage in monitoring activities.